Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient state was chafed after using the purewick female external catheter in the hospital. It was unclear if lot number was requested. Per additional information received via phone on 20mar2025, it was reported that they used the purewick while in the hospital with the flu. They did not own their own purewick. The wicks in the hospital made severely chaffed while in the hospital. No lot number could be provided. The hospital used zinc oxide on the irritated area.